Event description:
It was reported that the bd sec 20dp w/ss dc low sorb experienced flow issues. The following information was provided by the initial reporter: clinicians backflush by squeezing the primary IV bag once the chemo completes, to add diluent to the chemo bag, and will then program a 30ml flush. 1 nurse reported that she has experienced the low sorbing secondary tubing being ¿very slow to back prime¿ at times.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the tubing is "very slow to back prime", flow issues. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10014881 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd sec 20dp w/ss dc low sorb experienced flow issues. The following information was provided by the initial reporter: clinicians backflush by squeezing the primary IV bag once the chemo completes, to add diluent to the chemo bag, and will then program a 30ml flush. 1 nurse reported that she has experienced the low sorbing secondary tubing being ¿very slow to back prime¿ at times.